Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Event description:
Per recall form- adverse event indicated - report stated "unit not working correctly" follow-up initiated for additional info. 01/31/2022 - additional info as follows - as there patient involvement on the reported condition? Yes. What is the adverse effect as a result of reported condition? No. How is patient today? Well. As there any additional medical attention? N/a. What procedure was the physician performing? Leep. ID the physician perform any extra step to complete the procedure/how did physician complete the procedure? Yes. Multiple passes where done by (3) different (B)(6) resident's to no avail. Machine button options (cut, blend and coag), pressed during leep procedure with same results as leep machine did not allow (B)(6) resident to collect the appropriate amount of specimen needed stated above. (B)(6) residents also tried increasing the amount of watts distributed during leep procedure with no success. Was there any significant delay as result of the reported condition? 30 mins delay? We had to cancel the rest of our leep appointments.

Manufacturer narrative:
Investigation: review DHR inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/25/2018 under wo#'s 239494 & 239495 and shipped on 05/04/2018. Manufacturing record review: DHR's 239494 & 239495 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #327958 on 2/7/2022. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Corrective actions: the units' board was updated to the latest revision under wo #316581, tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. *was the complaint confirmed? Yes.

Event description:
Per recall form- adverse event indicated - report stated "unit not working correctly" follow-up initiated for additional info. 01/31/2022- additional info as follows- *was there patient involvement on the reported condition? Yes. *what is the adverse effect as a result of reported condition? No. *how is patient today? Well. *was there any additional medical attention? N/a. *what procedure was the physician performing? Leep. *did the physician perform any extra step to complete the procedure/how did physician complete the procedure? Yes. Multiple passes where done by (3) different cedars resident's to no avail. Machine button options (cut, blend and coag), pressed during leep procedure with same results as leep machine did not allow cedars resident to collect the appropriate amount of specimen needed stated above. Cedars residents also tried increasing the amount of watts distributed during leep procedure with no success. * was there any significant delay as result of the reported condition? 30 mins delay? We had to cancel the rest of our leep appointments. 1216677-2022-00033-1 leep precision generator lp-20-120 e-complaint (B)(4).